Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bdmaxzero extension set was leaking. The following information was received by the initial reporter with the following verbatim: difficult to attach to IV hub-no interruption of therapy. Small area of attachment to hub makes it difficult to tighten extension to hub.

Event description:
No further information was provided.

Manufacturer narrative:
It was reported that clinician and/or any patients have encountered leakage and connection issues. No product or photo was returned by the customer. The customer complaint of leakage and flow issues - backflow could not be verified due to the product not being returned for failure investigation. No product will be returned per customer. No investigation was performed. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.